Event description:
New information received notes that the physician explanted and replaced the rv lead. There were no patient consequences post-procedure.

Manufacturer narrative:
The reported event of pacing inhibition due to the oversensing and noise were confirmed but the reported event of fracture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation at the proximal region consistent with friction to the device can. The cause of the reported events of loss of cardiac pacing and noise was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed ventricular high-rate episodes caused by noise oversensing and lead fracture was noted on the right ventricular (rv) lead. Additionally, pacing inhibition was noted due to the oversensing. No changes or intervention was reported. There were no patient consequences.